Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that the sensor came apart when lifting the serter and the sensor needle was stuck in the pedestal. The customer's blood glucose was 112 mg/dl at the time of incident. Troubleshooting advised that a replacement sensor would be sent to the customer. No further details given.